Manufacturer narrative:
Integra has completed their internal investigation on may 13, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; no sample will be returned for evaluation; no pictures were provided and therefore the event could not be confirmed. DHR review; n/a - no lot number was reported as part of this event. Complaints history; from april 2014 - april 2016, a total of (B)(4). Conclusion: the reported condition ¿irritated, red, and friable¿ skin could not be confirmed since pictures were not provided by the customer. No assignable cause that could be associated to the manufacturing process of biopatch was identified. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ nonetheless, according to the complaint, these patients were being treated with erbitux. Erbitux has been shown to produce dermatologic toxicities in clinical studies. Health practitioner suspects that the skin irritation may be due to a combination of using erbitux and biopatch together. Also, it was stated in the complaint that patients not undergoing erbitux treatment did not exhibit any adverse reactions to biopatch; therefore, the most likely cause for the skin irritation could be the result of the use of biopatch on sensitized skin due to the erbitux treatment.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the customer that the patient's skin was irritated, red, and friable after having used biopatch. This was noticed while cleaning the patient's infusion site for chemotherapy. The customer stated that this issue was noticed 2-3 weeks ago but an exact date was unavailable. She stated that the patient, who is on chemotherapy, is on the medicine erbitux which she stated is a skin irritant. The customer stated that she believes the skin irritation may be due to a combination of using erbitux and biopatch together. All other patients that she sees who use biopatch do not use ebritux and have not exhibited any adverse reactions to biopatch. Additional information received: the insertion site is in the right arm. The cover dressing used over the biopatch is tegaderm. The biopatch is changed every 7 days. The patient has been using the biopatch for 5 months, same as the erbitux treatment. The irritation is localized to the biopatch area. The course of action for the irritation was to change the dressing cleaning to alcohol wipes instead of the chloraprep and the irritation is resolving.